Event description:
It was reported that "PICC got totally fractured post butterfly clips. Sent to the ward."

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexd2180 showed no other similar product complaint(s) from this lot number.